Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the lifevest. The patient saw her physician, and the physician determined that the irritation was caused by a metal allergy. The physician prescribed a cream for the irritation. The patient reported that the irritation was improving.